Event description:
It was reported the catheter was being placed into a female patient's right internal jugular in the emergency department. Once the wire was inserted through the needle, the physician was unable to pull back on the wire. The physician claims that once the wire bends at all it stays kinked and becomes "stuck" beyond the insertion device. In this instance, he had to remove the wire along with the catheter after the wire unraveled as he was not able to pull the wire back through the catheter. The wire was removed intact and another kit was placed successfully for the patient. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.